Event description:
The trilogy evo o2 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device failed the sensor drift verification and pressure verification test step during testing. In conclusion the system board needs to be replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the fio2 sensor receptacle verification test step failed unrelated to the reportable malfunction/issue. The unit was returned without repair or periodic maintenance. The software version was checked (ver.1.06.10.00).